Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported alaris tubing could not be removed from the stop cock and the tip broke off inside the stop cock while attempting disconnection.